Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer was advised to make sure their insulin was stored at room temperature. The customer also reported recently experiencing a stroke, therefore they had a hard time remembering certain things. Customer's blood glucose was unknown at the time of the call. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.